Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device is still pending evaluation.

Event description:
This report summarizes 27 malfunction events, where it was reported the devices experienced unintended direction of the zoom or un-commanded motion. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced a loss of electric function, which is not reportable.

Event description:
This report summarizes 26 malfunction events, where it was reported the devices experienced unintended direction of the zoom or un-commanded motion. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 24 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 27 malfunction events, where it was reported the devices experienced unintended direction of the zoom or un-commanded motion. There was no patient involvement.